Manufacturer narrative:
Correction: d4 and h4.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A sample from the reported lot was received and was subjected to a laboratory bubble point test. A leak was detected as a steady flow of bubbles from the cavity ID end potting cut surface at approximately 75°, with the dialysate ports situated at 0°. The dialyzer was then disassembled for further evaluation and two potted fiber fragments were identified. The first fiber fragment measured approximately 0.54mm in length and the second fiber measured approximately 0.60mm in length. The opposing ends of each fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. The lot history review was performed and there were no other reported complaints noted against the lot. The production record was reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred immediately initiating the patient¿s hemodialysis (hd) treatment. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information was requested, however to date not provided.